Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low blood glucose while using the ilet with a dexcom g7 after frequently pausing insulin delivery, then reconnecting and receiving correction insulin before announcing a meal; glucose subsequently declined to a documented low of 56 mg/dl and had earlier risen as high as 342 mg/dl, with the event managed by oral carbohydrates and user education, and device-related details were limited due to insufficient information on a specific component. Symptoms included hypoglycemia, hyperglycemia, anxiety, and diaphoresis. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a specific device component issue or confirm a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.